Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the control unit was sticky due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The rhino-laryngo videoscope was returned to the service center with a report of distal end bending section rubber damage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, control unit sticky and up/down angulation lever plate sticky was found. There was no patient involvement.